Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05912. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006, and a mesh was implanted. It was reported that the patient underwent mesh removal on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat pelvic organ prolapse, pelvic relaxation, cystocele, stress urinary incontinence and rectocele. It was reported that the patient had the concurrent procedurea of an anterior and posterior colporrhaphy, mesh placement x2, urethral sling, and cystoscopy performed during mesh implantation.